Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00060. (B)(4). It was reported that patient death occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was a bifurcated and de novo lesion located in the 1st obtuse marginal (om1) branch with 25% stenosis and was 34 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm ion¿ stent, with 0% residual stenosis. Target lesion #2 was an in-stent restenosis (isr) of a previously implanted bare metal stent (bms) located in the proximal left circumflex (lcx) with 95% stenosis and was 14 mm long with a reference vessel diameter of 4.0 mm. It was treated with pre-dilatation and placement of a 4.00 mm x 16 mm ion¿ stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2014, the patient expired due to unknown cause.